Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿426 mg/dl¿ with the subject meter, the results on the other unknown meter were not provided. This complaint is being reported because the meter readings may not have met lifescan's criteria for accuracy and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.